Event description:
It was reported to intuvie that the tubing came out of the connector at the bottom port. No patient involvement was reported.

Manufacturer narrative:
It was reported to intuvie that the tubing came out of the connector at the bottom port. A review of the lot number history indicated no similar complaints associated with this device. The failure mode could not be confirmed as the device was not returned for evaluation. A follow-up report will be submitted if the device is returned to facilitate further investigation. Reference to complaint #(B)(4).